Event description:
It was reported that two days after the implant procedure, the patient experienced tightness in the chest due to a perforation and pericardial effusion by the right ventricular lead penetrating (dislodging into) the cardiac wall. R wave sensing had diminished also. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.